Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken belt clip slot, minor scratches and cracks on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated the numbers were ramping on their own. Customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.